Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for, and outcome of the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient switched from apd to continuous ambulatory peritoneal dialysis therapy due to the peritonitis event (no further detail). At the time of this report, extraneal and physioneal therapies were ongoing. No additional information is available.